Event description:
A 15 yr old howmedica pca hip was reportedly vessel revised due to recurrent successive dislocations. An osteonics shell and constrained insert was used for the revision surgery. During the trial range of motion with real implants the bipolar portion of constrained insert popped out of constrained liner. During an attemptt to reduce, the screws and shell became undone from the acetabulum.